Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted after being implanted for one month. No product allegations have been received at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted after being implanted for one month. No product allegations have been received at this time. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the system was explanted due to the pocket not closing and device erosion. No additional adverse patient effects were reported.